Event description:
On (B)(6)2008, the patient had a gamma3 nail implanted. On (B)(6) 2010, the patient felt pain in knee. In (B) (6) 2010, the patient also felt pain in the hip. The surgeon confirmed by x-ray that the lag screw hole of the nail broke. On (B) (6)2010, the surgeon removed the broken nail and the patient underwent the revision surgery by bha. The surgeon experiencing the same event twice this year.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.